Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) occurred. It was reported that versacross connect access solution was selected for watchman left atrial appendage closure. Transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Transseptal puncture was performed successfully using the versacross connect (vcc) transseptal access system and watchman trusteer access system. There was little difficulty in achieving optimal positioning on the septum. However, the left atrium (la) was accessed, and a pigtail wire was inserted. A 31mm watchman flx pro closure device and delivery system (wds) was advanced into the laa. The watchman flx pro closure device and delivery system did not fully expand initially so gentle tug was performed for expansion, due to which the device expanded appropriately. At the end of the procedure, pericardial effusion was noted on the tee imaging and so the patient was monitored for 30 minutes. However, no changes were noted. No medical or surgical intervention was required. The patient was admitted for observation to monitor the effusion. The patient remains hospitalized. There was difficulty noted on getting the system onto the septum which was due to the device. It was believed the crossing was attempted once. No extra force was applied nor any damage was noted on the device. Product return is not expected.